Event description:
The patient reported that the infusion device adjusted its basal rates and segments of the display are missing. No physiological effects were reported. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that it available at this time. If further information is obtained it will be provided in the supplemental report.